Manufacturer narrative:
The insulin pump was received with an intermittent act and esc button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump's buttons were unresponsive when they attempted to correct their blood glucose level. Customer's blood glucose level was 14.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.